Manufacturer narrative:
Mst1012 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. It was reported via medwatch voluntary event report that stereotactic left breast biopsy was performed. A 12 cm, 10 gauge mammotome revolve needle was inadvertently loaded in mammotome instead of a 9 cm, 10 gauge needle. Post biopsy images showed a 4 mm v shaped retained metallic fragment in left breast. Inspection of the needle showed a damaged cannula at the tip. Patient was immediately referred to breast clinic and seen by breast surgeon. Patient scheduled for elective surgery for removal of breast lesion/calcifications and retained metallic fragment/foreign body. Based on the description of the event provided in FDA report mw5095843, it is believed that the customer entered the incorrect product code information in to the stereotactic targeting dimensions. Upon firing of device, because the user thought they had a 9cm needle (and the actually had a 12cm needle), the extra 3sm length unaccounted for in the targeting software, the needle was able to be fired past the zero point and into the bucky of the stereotactic brest imaging table. Firing into the bucky is sufficient force to break off the tip of the needle of the stereotactic biopsy device, embedding it into the soft tissue of the patients breast.

Event description:
It was reported via medwatch voluntary event report that during a stereotactic left breast biopsy procedure, a 12 cm, 10 gauge mammotome revolve needle was inadvertently loaded in mammotome instead of a 9 cm, 10 gauge needle. Biopsy of left breast lesion was performed. Post biopsy images showed a 4 mm v shaped retained metallic fragment in left breast. Inspection of the needle showed a damaged cannula at the tip. Patient was immediately referred to breast clinic and seen by breast surgeon. Patient scheduled for elective surgery for removal of breast lesion/calcifications and retained metallic fragment/foreign body. The original packaging for the probe in question was not kept, nor was the probe. Device was traced back to (B)(6) hospital-(B)(6)(1383998) based off the lot number.